Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that there was a white line on the right side of the pump touchscreen. Reportedly, the display issue did not block any graphics or text. There was no known impact to the customer¿s blood glucose. Reportedly, customer continued to use the pump for insulin therapy.